Event description:
It was reported that during a ptcra precedure, foreign material was found on the burr. The lesion being treated was a calcified, 99% stenotic lesion in very tortuous mid rca. No pt injuries or complications were reported.